Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed one patient alert for out of range high impedance on (B)(6) 2012. Weekly pace lead trend data shows an increase for maximum ventricular pace impedance equal to 418 to 4047 ohms peak between (B)(6) 2012. Ventricular short interval count equals 314 counts, in 0.53 day, on (B)(6) 2012. One patient alert for lead failure predictor on (B)(6) 2012. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the lead had a high impedance warning and a high number of short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).